Event description:
It was reported: while driving the last screw down, the surgeon popped the ring out of the plate. He had to remove screws and put a new plate in. The surgeon's angle was off a bit while drilling which made his angle off for screw insertion.